Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed, did not open and was unable to recover. A field service engineer reseated the row board cable in the back of the drawer, removed debris from under the cubies, ran diagnostics and tested functionality to resolve the issue. The customer loaded medications in the cubie successfully. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 6 was failed, did not open and was unable to recover. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.